Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "switch for bowles does not move when started". It is unknown when and where this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of an infuso.r. With "switch for bowles does not move when started" was confirmed and reproduced. The root cause was attributed to a defective switch printed circuit board. The switchboard assembly was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.